Manufacturer narrative:
Philips has investigated this complaint. It was reported that the wireless footswitch was not switching on. During fsca 2021-igt-bst-020 implementation, it was identified that the wireless footswitch was not charging and not switching on. Per the information collected, there was no led on the base station, wifi, and battery indicator on the wireless footswitch. The philips service engineer installed a new wireless footswitch charger, wireless footswitch, and base station. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue where a prior occurrence led to serious injury ((B)(4)), but it is related to component failure of footswitch, base station, and charger and the device was not in clinical use. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the wireless footswitch was not coming on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.